Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner, with scratching to the rim and gouges to the out spherical surface from attempted insertion. No further evaluation can be made from the provided pictures. The complaint was confirmed based on the signs of use in the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the liner would not stay in the cup. Another liner was used to complete the procedure. Attempts have been made and no further information is available.